Manufacturer narrative:
On the previously summitted report, the device problem code was missing from the report. It is corrected on this report.

Event description:
The manufacturer received information alleging a cylinder became separated from an ultrafill device. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas. The manufacturer also found the valve stem to be bent.